Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate mode switch episodes. The patient was asymptomatic to noise. The lead was explanted and replaced during routine device change out procedure. The patient's condition was good.